Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, after successful deployment of 26 mm sapien valve, pacing was stopped and complete heart block was noticed on the monitor. Pacing was restarted at a rate of 80 bpm. It was decided by the team to implant a permanent pacemaker (ppm). After ppm implant the patient was transferred via stretcher to the ICU in stable condition.

Manufacturer narrative:
Per the instructions for use, conduction system injuries (defects) which may require a permanent pacemaker are potential adverse events associated with the tavr procedure. Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying cardiac disease and/or conduction abnormalities. According to (B)(4), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of conduction defects include underlying heart disease, electrolyte disturbances, and certain medications (i.e. Beta-blockers, calcium channel blockers). In this case, the exact cause of the reported heart block cannot be confirmed. However, in addition to the procedure itself, the patient's underlying heart disease and rbbb may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.